Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 66 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted to the keypad traces. The insulin pump passed the functional testing. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.